Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, remote manager lock was misaligned, which resulted in a failed hardware condition. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 and h4 unique identifier (UDI), medical device serial, medical device model, medical device catalog and device manufacture date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jan-2026 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator lock was failed. A field service engineer found that the smart remote manager hasp had fallen off the refrigerator, removed the old tape, applied new tape, and reinstalled the hasp. The hasp functioned without issue, the customer verified refrigerator functionality, and the customer confirmed normal operation. The system functioned as intended after the field service engineer repaired the device.